Event description:
It was reported that the patient experienced pain and discomfort at the device site due to device migration. A pocket revision was done and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s) : 6944-65 lead, implanted: (B)(6) 2009. (B)(4).